Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. There was no reported impact to customer's blood glucose level was not impacted. Customer disconnected the call with tandem technical support. No further information on the reported issue was provided.